Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge¿ balloon catheter was advanced to dilate the target lesion. The physician had difficulties advancing the device, but was eventually able to cross the lesion. However, the balloon ruptured on the first inflation at 9 atmospheres for 2 seconds. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.